Event description:
It was reported to boston scientific corporation that in 2008, a patient underwent placement of the obtryx mid-urethral sling (age and weight of patient is unknown). During the procedure the physician introduced the first trocar and pulled the mesh through. He then introduced the second trocar, attached the association loop to the trocar, and while pulling it through, the trocar came out through the external incision, and the sheath was no longer attached. The physician then attempted to pull the sheath back out through the vaginal incision, "but it was apparently caught on something and would not come out." Eventually, after repeated removal attempts, the mesh and sheath were extracted, but a portion of the sheath remained in the patient. It was also reported that with some "additional dissection" the physician was able to remove the remainder of the sheath. The physician then removed the entire system and used a competitor's product to complete the procedure. The patient was reported as fine.

Manufacturer narrative:
The complainant indicated that the device had been disposed of, therefore, a failure analysis is not available, and the relationship between this device and the cause of this event is undetermined.